Event description:
Customer reported to beckman coulter, inc. (Bec) that one small bottle of total bilirubin calibrator had cracked at the warehouse. There was no report of erroneous results generated or reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec is filing this MDR because total bilirubin calibrator contains materials of human or animal origin and should be considered as potentially capable of transmitting infectious diseases. (B)(4).